Manufacturer narrative:
Method code: device was not returned for evaluation. Conclusions code: inconclusive, investigation on-going. The device is a synthetic device made from (B)(4). Injuries such as pain, mesh erosion, infection, incontinence, fistula formation and dyspareunia are documented risks associated with the polyform device - reference design (B)(4) and polyform product insert (instructions for use).

Event description:
Proxy biomedical was notified on (B)(4) 2013 via email by the polyform distributor (B)(4) that they have received a complaint on the (B)(6) 2013 regarding a polyform product from a pt's legal representative. The complaint states that following implant of polyform mesh the pt suffered serious an injury. The date of implant of the mesh is (B)(6) 2006. The pt is identified as "(B)(6)". Her date of birth is unknown; her weight and height details are unknown. The hospital where the implantation procedure took place is (B)(6), USA. The physician who treated the pt is dr (B)(6). The implant involved in this complaint is a polyform synthetic mesh - lot number is unknown. An additional device (pelvitex pp mesh) was implanted on the same date on ((B)(6) 2006) however, no further info was provided regarding this device.